Event description:
A revision surgery was performed utilizing the blueprint planning feature. The patient had a flex stem and a rev 2 glenoid with a threaded post base plate removed. The reason for the revision surgery was the patient's pain and stem subsidence.

Manufacturer narrative:
Please note the corrections made to the h6 result and conclusion codes: the reported event was confirmed. The device was not returned but evidences were provided, based on the provided x-ray which matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since a post-operative x-ray was provided, the opinion of a medical expert was sought and stated as following: "no doubt about stem loosening given the wide radiolucent line around it in ap and axial direction. So yes, the stem is definitively loose. Please note that the stem also has a ¿fausse route¿, its distal part sticking out of the diaphysis in the axillary view (see thumbnails at the lower part of the image sent). Would be interesting to see the early postoperative x-ray of the primary surgery of this implant". "As far as I can see the glenoid side looks alright to me". "With the sparse information it is not possible to be for sure what the cause of losing was". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Correction d3 legal manufacturer.

Event description:
A revision surgery was performed utilizing the blueprint planning feature. The patient had a flex stem and a rev 2 glenoid with a threaded post base plate removed. The reason for the revision surgery was the patient's pain and stem subsidence.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
A revision surgery was performed utilizing the blueprint planning feature. The patient had a flex stem and a rev 2 glenoid with a threaded post base plate removed. The reason for the revision surgery was the patient's pain and stem subsidence.